Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence. It was reported the patient increase stimulation to 0.9 on (B)(6), but the stimulation ended up being uncomfortable. The patient mentioned she left her house and when she came home her pads was flooded. The patient stated that didn¿t have happened at home because she was always 15 feet from the bathroom. The patient mentioned the moment she felt the urgency to void she would leak in a shorter amount of time than before the procedure. The patient contacted her healthcare professional (hcp) on (B)(6), they did a test to see if she had an infection, but she did not. The patient noted she used a catheter to empty her bladder. The hcp had the patient turn down stimulation to 0.9 and it was comfortable now. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.